Manufacturer narrative:
Mfg records were reviewed for lot# 10g087 and no issues were highlighted during production of this batch. This incident occurred during a 2.5 hour gynecology procedure, much of it was a blinded procedure.

Event description:
Surgeon was wearing biogel indicator gloves for over 2 hours, when a glove tore in some places, it was described as "disintegrated." Potential remnants left in pt, however, they felt they irrigated well.